Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. H6: device code 1494 - indication for use (use in tricuspid valve). Attachment: article titled ¿impact of leaflet-to-annulus index on residual regurgitation following transcatheter edge-to-edge repair of the tricuspid valve"

Event description:
It was reported through a research article that from april 2021 to march 2024, 25 patients underwent a mitraclip procedure to treat tricuspid regurgitation (tr). The implanted mitraclip may have cause or contribute to unchanged tr and recurrent tr. Additional information is listed in the attached article, titled ¿impact of leaflet-to-annulus index on residual regurgitation following transcatheter edge-to-edge repair of the tricuspid valve.¿

Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, the reported off-label use is related to the device being used on the tricuspid valve. The reported unchanged and recurrent tricuspid regurgitation appear to be related to challenging patient anatomy (mismatch between leaflet length and annulus dilation). There is no indication of a product quality issue with respect to manufacture, design, or labeling. Article titled ¿impact of leaflet-to-annulus index on residual regurgitation following transcatheter edge-to-edge repair of the tricuspid valve".